Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced hypoglycemia. The customer's blood glucose level was 43 mg/dl. The customer reported that he had to suspend insulin pump for low blood glucose level. The customer's other blood glucose levels were 60 mg/dl and 74 mg/dl. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.